Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high pacing threshold measurements and increased shock impedance measurements. Although high, the shock lead impedance measurements were still within the normal range. A lead microdislodgement was suspected. Boston scientific technical services (ts) was consulted and discussed the possible causes and recommended an x-ray. Additional information from the field representative indicated that an x-ray was taken but the result was inconclusive. The field representative also noted that the shock impedance measurements obtained using the pacing system analyzer (psa) were consistent with those obtained on the device. The lead and device header connections appeared normal. The physician elected to explant this lead and implant an entirely new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a set screw mark on the terminal pin. The distal shocking coil was separated from the medical adhesive bonding at the proximal end. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The allegation against the lead could not be confirmed by analysis.